Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analyzed the system remotely and confirmed that the system was not booting. Review of the system log file confirmed the malfunction in the flexvision pc. Upon inspection, rse determined that the issue was occurring due to defect in flexvision pc. The rse suggested to replace the flexvision pc. One day later, customer ordered the flexvision pc and replaced it on their own. After replacement of the flexvision pc, the system was returned to use in good working order. Evaluation method code was corrected.

Manufacturer narrative:
The system was not in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Troubleshooting actions showed a problem with the flexvision pc. The fse replaced the flexvision pc and the hard disks and returned the system to use in good working order.

Event description:
It was reported to philips the allura xper fd10 will not boot up and is only displaying 0000 screen.